Event description:
It was reported to boston scientific corp in 2009, that a resolution clip device was used during a procedure performed the same day. According to the complainant, during a procedure, the resolution clip would not advance out of the sheath. The procedure was completed with another resolution clip device. There has been no report of injury as a result of this event. The pt's condition was reported to be "fine".

Manufacturer narrative:
The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.